Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The target lesion was located in the right coronary artery. After a non-bsc guide catheter was engaged, a 3.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, the device would not advance or pull back and became stuck with the guide catheter. The stent, guide wire, and guide catheter were removed as a system. The procedure was completed with a new non-bsc guide catheter and another 3.00 x 38 synergy stent. No patient complications were reported and the patient's status was fine.